Event description:
It was reported that during a da vinci-assisted surgical procedure, the curved-tip sureform 45 stapler instrument stopped firing the staples after two uses. The third reload was still in the instrument. The procedure was completed and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument had been checked before use, and there was not any damage observed or abnormalities. The color of the staple cartridge used in the reported incident was blue, and the surgeon chose the blue reload because it was the standard color for parenchyma cutting on the house. The surgical activity performed at the time of the incident was lobectomy of the right upper lobe. The target tissue was lungs; the lung parenchyma was somewhat fibrotic, the tissue was not exposed to radiation or chemotherapy before the procedure, there was no tissue tension (no more than usual for this surgical step), and there was no tissue bundling. The problem was that there was the error message that the staple suture device could no longer be used because the rotary knob for manual opening was pressed, but this was not the case; it was not a trigger error, it was not a partial release, the tissue was not pushed/dragged forward during the release process, the clamp jaws did not open/loosen during the release sequence, and did not unexpectedly trigger brackets during reloading, with no triggering. The problem did not lead to any of the following results, with no triggering: there were not malformed or unformed braces, the reload unit did not have an exposed blade, there were not any brackets missing in the bracket row, holes/gaps have not been found within the bracket row, and the reloading unit has not stuck to the fabric. The error message displayed when the stapling problem occurred was that the staple suture device can no longer be used because the rotary knob for manual opening was pressed, but this was not the case. The surgeon did not encounter any obstructions such as staples, staples, or other hard material between the jaws of the instrument. The surgeon did not staple over an existing stitching seam. Support material was not used. The surgeon did not have any problems clamping before triggering the staple refill.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An advance log review noted the stapler instrument was installed on the system 7x and fired 6 reloads (3 white, 1 green, 2 blue, in that order). On installs 1-3, 5, and 6, all clamps were successful, and the firings were each completed with no pauses for compression. On install 4, the first clamp was successful, and the firing was completed with 1-2 pauses for compression. On install 7, the first clamp was incomplete, stopping at 60% completion. The incomplete clamp was the last listed event. An error code 22027 was seen in the logs, indicating that the manual release key (mrk) was used on the instrument. There was no indication of emergency stop button use prior to the use of the mrk. Use of the mrk resulted in the force expiration of the instrument. It appeared the instrument was installed 2 two additional times following the force expiration, represented by 2 additional instances of an error in the logs. The instrument was then removed and not used in the procedure again. There were no additional stapler related errors noted.